Event description:
The pt received isophane insulin (humulin I), 12 units dosage, and insulin lispro (humalog), 9 units, 5 units and 7 units, delivered via a pen injection device (humapen ergo - clear cartridge holder) for the treatment of diabetes (no start date provided). A "few months" prior to this report, the pt experiened high blood sugars of 30 mmol/litre) and they were hospitalized for 5 days to stabilize their diabetes. The reporter stated that the pt was using a clear cartridge holder pen, which was not delivering insulin properly and which had a crack in the cartridge holder. The pt is aware of the need to prime the pen and usually does this. At the time of reporting the pt had recovered. Therapy with isophane insulin and insulin lispro continues. This pen is unavailable for eval. The pt has since started to use two new clear cartridge holder humapens which the reporter states do not seem to deliver properly. These two pens are due to be returned for further analysis, but they are not associated with an adverse event. The healthcare professional contacted for further info was unaware of the event. Follow up will be persued with the pt to obtain the details of the treating physician. No pen will be returned for examination.